Event description:
On (B)(6)2007, patient was implanted with monarc sling. Patient claims she has pain, erosion of her internal bodily tissue and other, unspecified permanent injuries as a result of the implantation of the monarc. No further information was provided.

Manufacturer narrative:
The occurrence of the event is included in the potential adverse event section of the device labeling. The frequency for this event is not greater than it's usual. Event reported via pending litigation. No physician or medical information provided by the plaintiff at this time. Unable to determine if there was a device malfunction based on information provided.